Event description:
While utilizing bd epilor loss of resistance syringe during interlaminar epidural steroid injection, there was no loss of resistance despite the needle tip exiting the ligamentum flavum and entering the epidural space. As such, the needle tip was further advanced slightly leading to a subdural contrast pattern. This contrast pattern was identified early by the physician and the procedure was aborted and rescheduled to a later date. There was no harm done to the patient. Upon further inspection of the batch of syringes, they were all deficient, providing no change in resistance based upon the tissue in which the needle was embedded as the plunger appeared to be tacky and adhering the walls of the syringe, not allowing for the typical tactile sensation associated with a loss of resistance syringe. This same sensation was noted by at least 3 providers in our pain clinic.